Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an esophageal-jejunal anastomosis procedure, the warhead did not connect to the stapler, making it impossible to perform the anastomosis. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Microscopic evaluation of the anvil noted a portion of the white trocar was jammed inside the anvil retaining legs preventing the attachment of the anvil. Functional testing found that the anvil was properly attached. The wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the anvil was difficult to attached. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the trocar was pulled from the anvil without pushing in the button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when using the white anvil trocar tip accessory, avoid contact with the black release button until you are ready to remove the tip from the anvil. Replication of the observed condition may occur if the trocar was pulled from the anvil without pushing in the button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.